Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 02/06/2017 (transfer wpc 3734-2011) pfs and medical records received. After review of the medical records for MDR reportability, alleges injury within the plaintiff fact sheet but provides no description of harm. Noted incident in medical records of left hip dislocation with closed reduction on (B)(6) 2010. Liner and head already reported. Revising surgeon indicated on (B)(6) 2011 presence of "some fluid consistent with metallosis, although no significant muscle damage". There was no evidence of osteolysis or loosening of components identified in the revision operative note. Labs for metal ions present and elevated with chromium > 7.0 ppb. Elevated ions harm added to complaint. Metallosis added to complaint. Stem added to complaint.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt was revised to address hip pain, some signs of metallosis in the soft tissue capsule, and osteolysis.